Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) and ck-mb results that were generated by the synchron lx I 725 instrument. A pt sample was tested for accu tni and ck-mb and results were: 7.43 ng/ml and 19.0 ng/ml respectively. The original sample was re-tested for accu tni and the repeated result was 11.43 ng/ml. The customer tested the original sample on a different instrument in their lab for accu tni and obtained a result of 34.91 ng/ml and 19.60 ng/ml upon repeat. On the next day, the customer re-tested the pt original sample for accu tni and ck-mb on the synchron lx I 725 instrument and obtained results of: 14.36 ng/ml and 13.7 ng/ml respectively. The original sample was re-tested on the different instrument for accu tni and the result was 14.91 ng/ml. The customer indicated that troponin result of 0.03 ng/ml was obtained on a dade analyzer and this result matched clinical picture of the pt. (Dade printouts were not provided). The customer indicated the erroneous results were reported out of the lab and the pt was sent to a heart catheterization lab. The customer did not report pt injury or death attributed or connected with this event.

Manufacturer narrative:
Qc was within specs prior to and after the event. System check performed on 03/19/2007 passed. The sample was collected in a plastic, 13x100, bd, pst tube and centrifuged at 3,000 rpm for 10 mins at ambient temp. The specimen was sampled from the primary tube through the closed tube accessing (cta) and repeat testing was done from insert cups. Per customer, no fibrin or clots were noted in the tube. There were no errors in the event log associated with this event. A field service engineer (fse) was dispatched to the customer's lab: the fse conducted system check which passed within specs. No add'l info regarding svc was provided. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.